Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned device had a deformed clamping mechanism, staple pushers were flush with the cartridge, and the knife-bar assembly was buckled. It was reported that the device gave unexpected, or uncharacteristic audible feedback of normal use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if device was fired over tissue that is beyond the recommended thickness range, or fired with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, the device made an audible crunching sound. The surgeon got another handle, and reload and it worked fine. There was no patient injury.